Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an undersedation of propofol was not replicated during device testing; however, it was confirmed through review of the logs. The initial infusion programming of propofol, at a concentration of 500 mg/50 ml, was programmed and started on (B)(6) 2025 at 7:58 am on the suspect pump module sn: (B)(6). The infusion rate was of 2.7 ml/h and the volume to be infused (vtbi) was 150 ml. The dose was programmed at 5 mcg/kg/min. Anesthesia mode had been enabled previously, at 7:10 am. Between 7:59 am and 8:16 am, two (2) occluded patient side alarms and five (5) auto-restarts were observed. The infusion lasted approximately 19 minutes before the infusion dose was changed to the intended 150 mcg/kg/min at 8:17 am, modifying the rate to 81 ml/hr. This was programmed overriding a guardrails hard limit (max dose of 75.1 mcg/kg/min) through the use of anesthesia mode. At 8:51 am, the dose was changed to 120 mcg/kg/min, overriding the max dose guardrails hard limit. Then, the infusion was paused at 8:55 am. A safety clamp open alarm was observed at 8:57 am, followed by a door closed alarm. Then, the patient weight was modified to 54 kg, automatically re-calculating the dose before it was manually changed back to 150 mcg/kg/min, triggering a guardrails hard limit. The system was then paused indefinitely again. The system operated in anesthesia mode from 7:10 am until 9:30 am, for a total of two (2) hours and twenty (20) minutes. At 9:30 am, the system switched to dc power (battery), disabling anesthesia mode automatically. The system switched back to ac at 9:50 am but did not re-enable anesthesia mode. The system was powered off on (B)(6) 2025 at 9:10 am. The total volume infused (tvi) was recorded at 51.267 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the suspect pump module and pcu did not find any existing malfunctions. The suspect pump modules were infusing within specifications. The pcu passed preventative maintenance testing and was operating as intended. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported incident of an undersedation is being attributed to a user programming error. An infusion of propofol was started on (B)(6) 2025 at 7:58 am with a dose of 5 mcg/kg/min, instead of the intended dose of 150 mcg/kg/min. The infusion lasted approximately 19 minutes before the dose was changed to 150 mcg/kg/min. No anomalies were observed with the suspect pcu or pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification during testing. Note that this report lists imdrf annex a1801, a1205, g02017, g0405213, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported during a surgical procedure propofol was to be infused when the patient experienced an undersedation event. Per report, propofol was programmed for 150mcg/kg/min with a volume to be infused (vtbi) of 50mcg. There were no other infusions running at the time of the event. The medication was programmed using the guardrail drug library. The customer states "when the clinician changed out the line, the pump defaulted to 5mcg. Clinician did not realize it until the patient woke up in the middle of surgery". Additional information provided: the patient experienced 30 seconds of awareness. Propofol bolus, versed, and fentanyl were provided to the patient. The pump was reprogrammed. No further inventions were provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during a surgical procedure propofol was to be infused when the patient experienced an undersedation event. Per report, propofol was programmed for 150mcg/kg/min with a volume to be infused (vtbi) of 50mcg. There were no other infusions running at the time of the event. The medication was programmed using the guardrail drug library. The customer states "when the clinician changed out the line, the pump defaulted to 5mcg. Clinician did not realize it until the patient woke up in the middle of surgery". Additional information provided: the patient experienced 30 seconds of awareness. Propofol bolus, versed, and fentanyl were provided to the patient. The pump was reprogrammed. No further inventions were provided.